Event description:
It was reported that the patient experienced withdrawal with symptoms of altered mental status, slurred speech, drowsiness, lethargy, flu like symptoms and nausea. It was reported that this occurred twice, the second withdrawal was a month after refill. No device troubleshooting was done. The pump medication dosage was decreased in 2009. The pump was explanted. The report indicated that the patient recovered without sequelae. The pump was used to deliver dilaudid and bupivicaine.